Event description:
User facility medwatch (B)(4). States: [describe the event or problem: "cuff miss" - when trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. Had patient contact, but no harm done. Used a new device which successfully worked. What was the original intended procedure? : nformation was not provided. What problem did the user have: (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working). Additional information obtained by the account states that there were two prostyles that experienced the same issue of cuff miss for the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number. User facility medwatch report# (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9/h3: return status updated from yes to no.